Event description:
It was reported that the procedure was to treat an in-stent stenosis in the right iliac. The balloon ruputured at an unk pressure and part of the balloon became separated. The separated portion was successfully snared and removed from the pt. It was further reported that the balloon rupture was likely due to the calcified plaque. No pt effects were reported.